Manufacturer narrative:
D3 updated. G3 updated. H11 updated: the customer reported that mosaiq is not recording the dose. The investigation was completed by conducting a thorough evaluation of the product and the related information. On (B)(6) 2026, field 1 was entered for treatment. During treatment delivery a machine error occurred, and the machine went offline briefly. An abnormal termination message is noted in the audit log. At the time of the message, mosaiq was aware that a count of 260.2 mu had been delivered to field 1. However, the full dose of 354.5mu had been delivered and the user was aware of this. Mosaiq displayed the value 260.2mu on the abnormal termination form which also provided three options to the user: a) the treatment information is correct. Record the treatment. B) monitor units were delivered, but the value is not correct. Manually record the treatment. C) no monitor units were delivered. Exit the field and do not record the treatment. The users selected the first option, and 260.2 mu was recorded. The user later entered a manual recording for the remaining 94.3 mu, completing the prescribed 354.5 mu to field 1. The user knew the full mu had been delivered and the number of mu delivered was different than proposed on the abnormal termination form, so option b) would have been the more appropriate choice. Mosaiq is working as intended. There was no patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer reported that mosaiq is not recording the dose.